Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The patient has a history of driveline fault alarms and outer jacket damage (captured under manufacturer report numbers 2916596-2021-00124, 2916596-2020-04114, and 2916596-2019-04166). The patient is awaiting a donor heart to become available. The submitted log file contained data from 3:15:59 on (B)(6) 2021 through 13:14:54 on (B)(6) 2021. Persistent driveline fault alarms were captured throughout the file. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the mobile power unit as well as battery power. No other atypical events or alarms were captured. Despite the observed events the pump appeared to function as intended. Engineers had performed a previous external driveline repair due to a suspected short to shield on 15aug2019 (manufacturer report number 2916596-2019-04166). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Device history record, specifically regarding the driveline, was also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 03:15:59 on (B)(6) 2021 through 13:14:54 on (B)(6) 2021. Persistent driveline fault alarms were captured throughout the file with corresponding yellow wrench advisory alarms. Further investigation appeared to indicate an issue with phase 1 of the driveline. No other atypical events or alarms were captured. Despite the observed events the pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Device history record (B)(6) , specifically regarding the driveline, was also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The hmii lvas instructions for use (IFU) and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing driveline fault alarms from (B)(6) 2021 to (B)(6) 2021.